Event description:
It was reported by the neurologist that the vns patient was experiencing pain at the generator site during an office visit on (B)(6) 2014. The patient experienced a fall prior to the office visit on (B)(6) 2014. X-rays were taken and the lead appeared to be coiled in the chest. The x-rays will not be sent to the manufacturer for further review. Diagnostics results during the office visit revealed high impedance. Clinic notes were received indicating that the office visit occurred on (B)(6) 2014. The patient is scheduled for generator and lead replacement surgery on (B)(6) 2014. Review of the available programming and diagnostic history for the device did not reveal any anomalies.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. Follow up with he explanting facility revealed that they will not return the explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.